Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample, and three (3) photographs were provided for evaluation. The photograph provided and the physical sample were visually inspected; the first two photographs showed the tip of the spike and the full set, while the third photograph displayed the product label. It was observed that the tip of the spike had a black substance on it, which was also confirmed on the returned sample. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. The supplier investigation determined that the embedded spots were caused by degraded soft pvc material during the molding process of chamber (B)(4). This degradation is considered an isolated event and falls within the residual risk of the manufacturing process. No permanent corrective action (CAPA) was opened, as the issue was deemed non-systemic. However, preventive actions were implemented to avoid recurrence. These actions were planned for july 1, 2025, and confirmed effective by july 16, 2025. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: residue on spike. Detailed inquiry description: never used, right out of package. Unknown, black residue on spike.